Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock impedance measurements on this right ventricular (rv) lead jumped out of range and returned to normal range. This occurred on the left ventricular (lv) lead as well. The patient had been undergoing an ablation at the time of the high impedance measurements. No adverse patient effects were reported. This lead remains in service.